Event description:
Information received indicates the left siderail was twisted and would not latch.

Manufacturer narrative:
The technician replaced the center arm, push rod and hardware to repair the bed.